Event description:
Patient presented to the physician with an open chest incision and visible ipg and requested device removal. Physician brought the patient into the operating room and removed the entire inspire system.